Manufacturer narrative:
The referenced device was returned to olympus for evaluation. A visual inspection on the received condition was performed and identified the ceramic beak from the distal end side was broken off completely; the broken off ceramic beak piece was not returned for evaluation. There is a small amount of glue assembly remaining from inside the distal end of the sheath. The outer shaft was inspected and noted excessive deep scratches and dents at the distal end area. There were scratches at the middle portion of the outer shaft. Based on similar reported complaints, the potential cause of the reported event can be attributed to (unintended) operational error. As a preventive measure, the instruction manual provides warning t mitigate the risk of injury which states, "impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged." Additionally, a review of the DHR records was conducted for the concerned lot number and indicated no deviations or non-conformities during the manufacturing process of the device.

Event description:
Olympus was informed that during the middle of a transurethral resection of a prostate (turp) procedure, the tip of the device broke off in pieces inside patient's bladder. There pieces were retrieved from the patient using grasping forceps. The patient was inspected and there was no harm or injury reported. They used the same sheath but used a plasma button electrode to complete the procedure. In addition, there was no unexpected bleeding and no issues withdrawing the device from the patient. There was no delay in the procedure. There was no x-ray performed, additional treatment or longer stay required for the patient. The device was inspected prior to procedure and no anomalies observed.